Manufacturer narrative:
The field service engineer (fse) visited onsite and evaluated the device. It was determined that the bayonet of the check handle cable interface cannot be reset due to malfunction of therapy socket. The therapy socket was replaced and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the treatment interface cannot be locked. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.